Manufacturer narrative:
One device was received for analysis. No anomalies could be detected on the returned sample neither were there any cuts or tears identified. Using a standard syringe, 15 ml of air was inserted into the inflation line. The cuff fully inflate. Per work instruction, (B)(4) rev 112, the device was leak tested. No leaks were detected. The device was inflated with 15 ml of water and allowed to rest for four hours. No leakage was observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Reported a smiths medical tracheostomy/silicone - bivona tubes custom malfunctioned, causing a tracheotomy change. The event was described as a port on patient's trache had once again been pushed all the way in. When checking the water in the cuff, there was only 6.5ml, and the assumption of a potential leak occurred. A trache change was conducted.